Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: burkholderia cepacia (2 cfu/100ml). Suction channel: unspecified microbes (2 cfu/100ml). Air/water channel: unspecified microbes (3 cfu/100ml). Auxiliary channel: unspecified microbes (2 cfu/100ml). The device had been reprocessed using peracetic acid manually. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.